Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed the reported superficial damage and discoloration to the modular cable. No notable alarms that would indicate a functional issue with the modular cable were confirmed via review of the submitted log files. A specific cause for the damage and discoloration to the modular cable could not be conclusively determined through this evaluation. The heartmate 3 modular cable, lot number 10184799, was returned in used condition. Upon examination, a tear was noted in the outer jacket approximately 5.0¿ from the controller connector. The tear had caused the outer jacket to become bunched up, exposing the underlying armor layer; however, the damage appeared to be only superficial. Additionally, the outer jacket was discolored yellow and grey along the length of the modular cable. Cracking of the outer jacket was also noted along the length of the cable. Brown discoloration was observed in the controller connector bend relief and the inline connector bend relief. The controller and inline connector pins appeared unremarkable. The integrity of the internal wires of the returned modular cable was tested, and the modular cable passed without issue. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot # 10184799 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic appointment on (B)(6) 2025 with tear in the modular driveline cable. The patient was unsure of how the tear in driveline occurred exactly, denied any trauma or accidental tug/pull/tear and said that they woke up yesterday morning and noticed that they could see into a ¿split¿ part of the line down into inner braided sheath. The patient also denied any system controller alarms. The modular cable was returned for evaluation on (B)(6) 2025. The modular driveline cable was exchanged without any complications. The log files were submitted for review for any unseen alarms or pump abnormalities that may be associated with modular driveline cable tear on (B)(6) 2025. It appeared that the event log contained clusters of pulsatality index (pi) events as well as routine power source changes. Low voltage advisory alarms were noted which appeared to be the result of normal battery depletion. There appeared to be no evidence of any type of driveline electrical conductor issue in the log file. No abnormal system controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additionally, it was reported that the internal braided sheath underneath the outer shell was exposed. It was unclear the damage to the armour layer. The backup system controller was used to switch the modular cable.